Event description:
Additional information received from the consumer reported that the device did its job well and the patient just had to monitor their fluid intake and pay attention to resolve the inability to empty the bladder.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0nc5w, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy and couldn't empty their bladder yesterday. The patient emptied their bladder 28 hours ago and since then had only emptied 7 oz. The manufacturer representative was at the patient's health care provider's (hcp's) office yesterday and the hcp tried to get the patient to come there, but the patient had another appointment. The patient was trying to see if they could find the manufacturer representative and go to where they were today. The patient was planning to go to the emergency room (ER) so they could catheterize them. The patient mentioned the sensation of being septic. The patient never had a trial and the device was implanted to treat urinary retention. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Eight days later, the patient was waking up in the morning and their bladder was full and ached and this had been since (B)(6) 2015. As they day went on, it went back to normal. The steps taken to resolve the inability to empty the bladder was that the manufacturer representative gave the patient clearer information than their nurse practitioner (np). The manufacturer representative was very patient and answered all of their questions. The patient still had problems, but between the manufacturer representative,the np, and the technician who installed the device with the hcp, the patient had high hopes for their further bladder problem solving.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that in a whole year, the stimulator still hadn't done the job and hadn't helped since implant. The patient didn't have the trial. The patient had 3 other settings they could do themselves and they tried increasing stimulation and tried different programs. If it started to hurt, the patient decreased one tenth of a point and it didn't help their symptoms of peeing. The patient currently had a foley catheter in and wasn't retaining with the catheter and collected 3000 ccs of urine. The patient couldn't urinate and went to see their hcp for retention. The patient saw their hcp every couple of weeks because they couldn't urinate. The ER called the manufacturer representative to check the patient's device, as the patient was hospitalized due to a cardiac condition of heart blockage, and it was working. The patient had heart blockage and for 3 weeks in the morning, the patient got up had pain in the chest and heart for 30 minutes. The patient went to the hospital on (B)(6) 2015 and had heart surgery the next day to place 2 stents. The patient came home the day after surgery. Each health care provider (hcp ) gave the patient a different percentage on blockage of 90, 95, or 99% blockage in the right coronary artery. The patient was going to see their cardiologist in 2 weeks and didn't know if the bladder caused the heart issue or the heart caused the bladder issue.